Event description:
It was reported that the event occurred while preparing the pt for surgery. The md attempted to insert the intra-aortic balloon (iab) through the sheath via the femoral artery, when the balloon vacuum was not achieved. As a result, the iab was removed and replaced with another iab unsuccessfully. It was stated on the product complaint report as "product got stuck and fluids were not circulation." The subsidiary alleged that the "doctor tried 4 different catheters and neither one of the 4 worked properly." Ref MDR #1219856-2011-00325 for the first event, MDR #1219856-2011-00331 for the second event and MDR #1219856-2011-00334 for the fourth event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.